Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry = (B)(6). Patient information: no further information was provided.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result. On (B)(6) 2020 sample ID (B)(6) generated 978 ug/ml. A new sample (B)(6) was collected and generated <3 ug/ml. The original sample was retested on the original and alternate architect generating <3 ug/ml on both analyzers. No impact to patient management was reported.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result. On (B)(6) 2020 sample ID (B)(6) generated 978 ug/ml. A new sample (B)(6) was collected and generated 3 ug/ml. The original sample was retested on the original and alternate architect generating 3 ug/ml on both analyzers. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included a search for similar complaints and review of complaint text, attached data, trending data, labelling, device history records and field data. Return testing was not completed as returns were not available. Review of complaint activity and trending reports did not identify any issues for the product. Device history record review for lot 19476ui00 did not identify any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the customer's issue. World wide field data was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 19476ui00 was identified. Section d4 catalog number was from 03p25-27 to 03p25-27